Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: 1-year outcomes following bioprosthetic valve fracture to facilitate valve-in-valve transcatheter aortic valve replacement.

Event description:
The article, "1-year outcomes following bioprosthetic valve fracture to facilitate valve-in-valve transcatheter aortic valve replacement", was reviewed. The article presented a retrospective, multicenter study immediate procedural outcomes and echocardiographic and clinical follow-up data for consecutive patients undergoing valve-in-valve transcatheter aortic valve replacement (viv tavr) and bioprosthetic valve fracture (bvf). Devices included in the study were abbott epic, edwards magna/magna ease, sorin mitroflow, medtronic mosaic, edwards perimount, edwards sapien, and medtronic corevalve. The article concluded survival is excellent following viv tavr and bvf and valve hemodynamics are stable between 30-day and 1-year follow-up. Corevalve use is a predictor of better hemodynamic results following viv tavr and bvf. [The primary and corresponding author was adnan chhatriwalla, saint luke¿s mid america heart institute, 4330 wornall road, suite 2000, kansas city, mo 64111, USA, with corresponding email: achhatriwalla@saint-lukes.org]. The time frame of the study was from march 2016 to october 2019. A total of 139 patients were included in the study, of which 17 (12.2%) received an abbott epic device. The average age was 72.8 years and majority gender was not reported. Comorbidities were not reported.

Event description:
N/a.

Manufacturer narrative:
Summarized patient outcomes/complications of epic valve were reported in a research article in a subject population with co-morbidities including previous valve replacement surgery. Complications reported included surgical intervention (valve-in-valve), hospitalization, mitral regurgitation, aortic regurgitation, stroke, septal/annular rupture, cardiac arrest, coronary obstruction. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: "1-year outcomes following bioprosthetic valve fracture to facilitate valve-in-valve transcatheter aortic valve replacement".